Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available. E1: reporter email address unknown / not provided. G4: premarket identification k011028/k013227.

Event description:
It was reported that the patient felt that the crown was loose and in check up it was the implant at tooth location 21 that was fractured. Implant was removed.